Event description:
The reporter stated that upon removal of the catheter, resistance was encountered. The doctor pulled the catheter until it stretched and broke. This resulted in a small segment of the catheter lost within the pt. No reported attempt was made to retrieve the fragment and no adverse sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.